Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Reportedly, the customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl. Customer attempted to address the elevated blood glucose level via correction bolus via the pump and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released 5/7/2023 and reported kidney function was worsened by the event. Tandem technical support (tts) performed a system check and the pump is functioning as intended.